Event description:
It is reported that the device was implanted in 2002, and explanted in 2008, due to osteolysis. Upon examination of the poly liner, a yellow discoloring to the backside of the liner was noticed.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.